Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: two inserters and one broken anchor were received. It cannot be determined which inserter belongs to which lot number. Visual observation revealed the first inserter tip was bent indicating the insertion was possibly off axis. The second inserter showed no anomalies. The returned anchor was broken in half. No anomalies were noted on the threads and the inner hex of the anchor. Typically, anchor breakages are associated with off -axis insertion, levering during insertion or hard bone quality. Additional information provided suggests that none of the aforementioned causes contributed to this event. Although the complaint can be confirmed, a root cause cannot be discerned for this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of 193 devices that were released to distribution. At this point in time, based on the overall complaint rate, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that during the surgery, the surgeon inserted the anchor into the shoulder to reconnect the sinew tot eh glenoid labrum. While beating the anchor in the preformed hole, the anchor broke off; it was noted a drill and tapping were utilized as instructed in the instructions for use (IFU). A second anchor was used and the same thing happened. The procedure was completed using a new competitor¿s anchor. No patient adverse consequence was reported. Please see also medwatch report 1221934-2018-51525.